Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient¿s programming was changed by the manufacturer representative (rep) three days ago, and now her therapy was not working for her. Prior to reprogramming, the patient¿s therapy was working for her for 1.5 years. The physician wanted to add a program, but when that was done the program that the patient was using was not working. The rep changed everything back yesterday, but the patient¿s program was still not working like it was. While stimulation was turned on, the rep raised stimulation from 1.90 volts to 3.25 volts. The patient told the rep that was ¿way too high¿ so the rep turned it down. The patient left the physician¿s office and her stimulation ¿jumped up from 1.90 volts to 3.25 volts.¿ the patient went to work driving a bus and the stimulation jumped up to 3.25 volts twice while she was driving. The patient reportedly had adaptive stimulation (as) and some of the movements/settings no longer worked for the patient. The as seemed to not be working since yesterday. The patient was in so much pain she couldn¿t sleep and she vomits from the pain. The patient cannot do anything but sit. The rep reportedly told the patient that the patient was ¿one of the 5% of the interstim population that if you make a change your nerves go ¿haywire¿.¿ the patient was trying to make adjustments with her patient programmer (pp) but nothing was helping. Even with therapy working at its best, the patient¿s pain was still bad enough to keep her up at night. Prior to the implant, the patient would vomit due to her pain. The patient had called her health care provider on friday, but no one had called her back. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information was received on march 20th 2015 indicating that there was a device explant and replacement on (B)(6) 2015. There was a confirmed overdischarge, this was the first overdischarge and no physician mode recharges were performed but as a result of the event an explant was required. The patient let the battery die because she was not getting any relief and wanted the lead moved. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).